Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported no light since surgery start. The illuminator led is green instead of blue, stated the caller. Error 297 was also alarming. No logs were available at this site. The tse guided the caller to hard power cycle the vision side cart (vsc). The tse asked the caller to reseat camera head and light guide cable while the system was off. The tse asked to bring an external light source in case of reoccurrence. The biomed called in to inform that light disappear few minutes after the save. As the external light guide source does not have the same c connection kind, they decided to convert to laparoscopic. The biomed already checked illuminator power cord and fuse: nothing to report. The biomed called back from operating room and only the vision side cart (vsc) was now powered. Even with our indications, the biomed ensures that the touchscreen (ts) doesn't have touch capability: impossible to get the logs. The tse guided caller to check the cable between ts and core, but the caller refused because he states that it was not a ts issue. The tse asked to take a picture of the ts. A preventative maintenance (pm) is also needed according to picture received. He stated that the illuminator did not turn on, even with a power cord connected in directly. The illuminator fuses have been checked by biomed and were good. The tse informed him that at least and most likely the illuminator has to be replaced: caller agreed. The external light source available at site but was not compatible. The procedure was converted to laparoscopic surgery and completed with no reported injury. Intuitive surgical, inc. (Is) contacted the site and obtained the following additional information regarding this event: the reporter was not present during system start up. The procedure was converted to laparoscopy because it was impossible to find a solution to get the system's light generator working again, despite checking fuses, power supply and handling given by service. The reporter was unable to provide further details.